Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
It was reported that a revision of the exeter stem was required due to a broken neck.

Manufacturer narrative:
An event regarding crack/fracture of an exeter stem was reported. The event was confirmed. Method and results: device evaluation and results: visual inspection was performed as part of the material analysis report. The inspection noted: "the devices were evaluated with the aid of a stereomicroscope at magnifications up to 50x. The fracture occurred through the neck of the stem. The fracture originated from two locations along the proximal edge of the fracture surface and propagated distally in fatigue. The approximate locations of the fracture origins are based on the orientation of the fatigue beach markings. The stem had areas of surface material damage on the medial side. These indications are likely a result of third-body damage and micromotion effects due to cement mantle breakdown. The stem also had explantation damage on all sides of the shoulder and neck areas." "The exeter stem fractured in fatigue with two origins on the proximal portion of the fracture surface. The stem material was consistent with the astm f1586 and iso 5832-9 stainless steel alloy. No material or manufacturing defects were observed on the part features examined." Conclusions: a mar concluded. "The exeter stem fractured in fatigue with two origins on the proximal portion of the fracture surface. The stem material was consistent with the astm f1586 and iso 5832-9 stainless steel alloy. No material or manufacturing defects were observed on the part features examined." The exact cause of the event could not be determined because insufficient information was received. Further information such as pre- and post-operative x-rays, primary operative reports as well as patient history and follow up notes are needed to complete the investigation for determining root cause. If additional information becomes available, this investigation will be reopened.

Event description:
It was reported that a revision of the exeter stem was required due to a broken neck.